Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported before use of the bd angiocath¿ plus there was foreign matter on the cannula. It was stated that ¿silicone is buried in cannula of angio catheter plus.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned units and confirmed the reported observation of clear silicone on both samples. 2 actual samples in opened packaging were returned for investigation. The actual samples were subjected to visual inspection. Clear layer of silicone was observed on the catheters of both returned samples. The silicone was likely introduced at the lubrication station during the manufacturing of the product. The clear layer of silicone for both samples were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear layer of silicone matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. A device history record review showed no non-conformances associated with this issue during the production of this batch. The probable root cause of the nonconformance could be due to the catheter surface contact with the lubricated dropped parts on the meshing tray at the lubrication station. The meshing tray has been modified to remove the possibility of catheter surface contact with the lubricated dropped parts. A communication will be conducted to all manufacturing personnel to raise awareness on the nonconformance. No formal corrective action is required. Customer complaint trends are evaluated on a monthly basis.